Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 440mcg/day. The pump¿s indication for use (IFU) was listed as intractable spasticity. The hcp thought that the patient was infected and they may do a removal or revision. The signs/symptoms were reported as ¿(B)(6) post pump replacement¿. On (B)(6) 2016, an exploration of pump pocket was performed. The hcp did cultures of the pocket site along with removing the old mesh pouch. He also washed out the pump pocket site irrigation. He noticed a small leak in the catheter near the pump which he then repaired. Additional information has been requested for other medications that the patient was taking at the time of the event, medical history, whether the infection was confirmed, symptoms, diagnostics performed, actions/interventions and cause of the infection.